Manufacturer narrative:
The customer called stating that she called about a week ago my pump was malfunctioning so they sent me a new one but I got my old one to work so I'm not sure if I should send the new one back to you or what. Advised customer that based on trouble shooting she should discontinue use of her original pump and start using the replacement that we sent her. The customer states she would rather not keep the replacement pump. The customer states she has all of her settings in her original pump and she recently started on new medication so when she goes to the doctor they will not have any of her data to upload if she starts using the replacement pump. The customer states she thinks her pump is fine. The customer states she changed her reservoir and everything worked fine. The customer stated that she will wait to see her doctor at the end of march before she will make the decision to return her current insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. Customer's blood glucose level was not reported. The insulin pump was exposed to water because it was dropped in the tub. The self-test passed. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.